Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that they were using a reprocessed ace36p and they weren't getting the tissue effect that they desired. They replaced the instrument with a new, non-reprocessed instrument and after about 2 minutes of activation, the handpiece gave an error code 4. They completed the case with a second handpiece with no pt consequence. During troubleshooting after the case, the sales rep. Stated that the handpiece was giving error code 3 also. The handpiece will not be returned at this time.